Event description:
A user facility reported that the evis lucera gastrointestinal videoscope nozzle is clogged and the clogged nozzle was replaced. A similar device was used to complete the procedure with no more than a 15 minute delay. During a standard service inspection of the customer returned device, black leather pad foreign matter substance was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the nozzle was clogging with a white solidified substance. It cannot be denied that this endoscope may have been used in the procedure while this foreign material was present in this endoscope. The customer was instructed to conduct regular reprocess. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The foreign material found within the nozzle was erroneously referred to as a "white solidified substance". It was instead observed that the material was "a kind of black leather pad". This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that an accessory used with an endoscope was damaged, a broken piece entered into the air/water channel, and then the piece was pushed to the nozzle by water or air. It is documented within the instructions for use (IFU) that users can detect the suggested event properly by the following: inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU. To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the channel cleaning adapter after each patient procedure. Olympus will continue to monitor field performance for this device.